Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated by tech services. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, there was a no video signal issue. A delay in the procedure of unknown duration occurred while a back-up avl device was obtained. No harm to patient or user was reported.